Event description:
It was reported that leak was observed from the bottom of a buretrol chamber in an interlink system buretrol solution set during infusion. The customer stated the set was inspected after it had been removed and a crack in the center of the set was observed. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. The unknown lot number could have been produced in either (B)(4) or (B)(4).